Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 464 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 484 mg/dl. Customer blood glucose reading at the time of the incident was over 564 mg/dl. Customer high blood glucose reading stared on (B)(6) 2017. Customer was grogginess. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with bolus. Customer drive support was normal. Customer did not mention if there was air bubbles or leaks. Customer did not mention if the cannula was bent. Infusion set was changed on (B)(6) 2017. Customer healthcare provider changed the setting two weeks. Customer did not perform high pressure test. Products will not be returning for analysis.